Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user was not paired to the dexcom g7 cgm. The user was advised to restart phone and repair. Reports later confirmed the user was reconnected. There was no report of any patient harm or adverse event associated with this report.